Event description:
CT guided biopsy of lesion in the right lobe of the liver w/ 20g needle. The initial trocar that was introduced in the liver was broken and attempts will be made under fluoroscopy guidance in 24-44 hrs. CT with contrast. CT w/ contrast was done and determined that broken piece to be left alone for now. Diagnosis or reason for use: biopsy.